Event description:
In 2009, the pt reported that for the past 3 weeks, she has had elevated blood glucose readings in the 300-400 mg/dl range in the morning. She has no symptoms. She said her blood glucose levels are fine when she goes to bed but elevated when she wakes up. She stated her reading last night was 117 mg/dl. She ate some chips and bolused 1.5 units of insulin for the chips. She woke up this morning with a reading in the 400's mg/dl. To troubleshoot, the pt confirmed the time and basal rates on her insulin infusion device are accurate. Troubleshooting did not find any product issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.